Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor cannula was bent and it popped out of the customer's body. Customer's blood glucose was unknown. Customer reported to have infections on site for 3 months. Infected site was red, raised bumps, puffy, swollen, and warm to touch. After troubleshooting, customer was advised to contact his healthcare professionals. Customer will not be returning the sensor for analysis.